Event description:
It was reported that during coil embolization of a posterior communicating artery (pcom) aneurysm, the coil detached in the parent vessel as the physician retracted the pusher wire. In response to the event, the physician deployed a stent to secure the portion of the coil that protruded into the parent vessel. No clinical consequences were reported to the patient.

Event description:
It was reported that during coil embolization of a posterior communicating artery (pcom) aneurysm, the coil detached in the parent vessel as the physician retracted the pusher wire. In response to the event, the physician deployed a stent to secure the portion of the coil that protruded into the parent vessel. No clinical consequences were reported to the patient.

Manufacturer narrative:
Additional information - the device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore analysis cannot be performed. Additional information indicated that the subject device was confirmed to be in good condition post unpacking and preparation, the delivery wire and microcatheter marker were properly aligned, the physician verified under fluoroscopy that the coil had detached by slowly pulling back on the delivery wire while monitoring the fluoro image to make sure there was no movement of the coil. Based on the information available, it is probable that unknown procedural factors limited the performance of the device during the procedure. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device implanted.